Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The cannula was visible and the pink slide did not move forward.

Manufacturer narrative:
The device was received not deployed. The download data from the pod showed that an 0x33 alarm had been generated after completion of first prime, indicating that the device timed out while waiting for input from the user. No timeouts or drive stalls were seen in the download data. This is not a failure of the device but rather a safety feature of the device. No problems were found with the device that would have prevented the pod from completing second prime to deploy.